Event description:
It was reported that a patient underwent closure of a laceration on an unknown date and suture was used. Post operatively, the patient developed pustules are the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. One full box (36) and 21 individual packages were returned for evaluation. All of the products were representative product and not the actual product. All of the individual packages were in good condition with no noticible damage or scuffing.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.